Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was not responding to an input from the customer. Reportedly, the touchscreen is unresponsive. There was no reported impact to customer's blood glucose level. Customer stated that they have back up insulin shots for insulin therapy.